Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core universal driver was sent for evaluation because it was allegedly running without user activation. There was no pt involvement, and no adverse consequences were reported.